Event description:
A patient reported that their insulin pump frequently failed to load a new cartridge properly, forcing them to add more insulin than needed and not recognizing insulin inside the cartridge. Additionally, the pump had issues recognizing the continuous glucose monitor (cgm). There was no adverse impact on the patient's blood glucose level. The patient declined further follow-up at this time, and no additional information regarding the outcome of the event was provided. Technicians were informed to update the patient¿s information accordingly.